Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ bc shielded IV catheter, the rn was starting a new IV. He engaged the white safety button to retract the needle. However the needle did not retract. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: complaint: needle retraction failure event description: part no: 382544 batch no: 7166878 it was reported that the needle failed to retract. "Rn was starting a new IV. He engaged the white safety button to retract the needle, but the needle did not retract. Other ivs with the same lot number were tested and all of them failed to retract the needle." This has occurred on three separate lot#s. Reported batch 7254568 which is related to material# 382534. Lot analysis: review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. In process samples for activation were performed on various stages throughout the process, all the inspections passed per specifications. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s2 severity ranking. Review was conducted for the MDR-level a investigation; as a result of the review there were no related reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Observations and testing: received two packages from lot 7166878 of which one was opened and empty and one was sealed and contained an 18ga bd insyte autoguard IV blood control catheter unit. The unit had all components present and intact. Visual/microscopic: the unit revealed no anomalies or damage. Functional test (retraction) conducted: depressed the activation button. The needle fully retracted meeting no resistance or restriction of activation. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir; therefore this incident is indeterminate. Investigation samples(s) meet manufacturing specifications: yes, evaluation of the unit provided for this incident revealed no anomalies or damage and a successful retraction when tested. Investigation conclusion: confirmation of the defect of needle retraction failure, as stated in the pir, was inconclusive based on the evaluation and testing of the unit provided for this incident. The unit displayed no anomalies or damage to any of the components that would hinder a full retraction of the needle into the barrel upon activation. Activation was successful when tested. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Did the evaluation confirm the customer¿s experience with the bd product? No; confirmation of the defect of needle retraction failure was inconclusive based on the observations and testing of the unit provided for this incident. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the defect of needle retraction failure was not achieved with the testing conducted on the unit provided for this incident; a successful retraction was achieved when the unit was tested.